Event description:
The complainant reported a patient with cardiomyopathy was planned to be implanted with an impella 5.5 for mechanical circulatory support. Pump insertion attempted through right axillary graft, patient had bio prosthetic aortic valve that was stenotic with calcification that prevented all leaflets from fully opening, as well as odd angulation of the valve requiring navigation of diagnostic catheter and wire to engage and approach sideways. Due to all complications of the valve, when placing the device into the body, the surgeon was unable to advance the pump across the valve. There were multiple attempts made, but no success in placing the device. Due to the patient¿s acuity and unsuccessful pump placement, the decision was made to abort the procedure and cannula the patient for va ECMO.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no product was returned. Unable to deliver or advance (delivery issue): the cause of the deliver issue was determined to be patient condition as the patient had bio prosthetic aortic valve that was stenotic with calcification that prevented all leaflets from fully opening, as well as odd angulation of the valve preventing successful delivery of impella. Device history review: device (sn: (B)(6)) passed all post sterile inspection checks.